Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: [missing records: records for hernia repair at university of michigan were not provided.] (B)(6) 2013: (B)(6), pa-c. Office visit. Pain from abdominal hernia, prior surgery in 2009. History of ventral hernia, worse over past few weeks. Weight 162 lbs. Bmi 26.96, overweight. Abdomen: left abdominal prominence lateral to midline, active bowel sounds, soft, non tender, not incarcerated. Impression: hernia, ventral, take medication as prescribed. Tramadol. Return if worse. Follow up with pcp. (B)(6) 2013: (B)(6) , physician. Emergency room visit. Abdominal pain. States midabdominal hernia repair 2009, now needs it again. Pain worse for 2 weeks. Abdominal pain to left upper quadrant to ventral hernia. States ha hernia repair in 2009, few months later, developed another hernia. Surgical history: 3 c-sections, ectopic pregnancy, tubal ligation. Social history: smokes 0.75 packs per day for 20 years. Consumes alcohol socially. Abdomen: tenderness, left upper quadrant, moderate intensity. Large ventral abdominal hernia to left upper quadrant area, size of orange. Soft. Reduced when laying supine. Doctor notes: given pain medicine with good improvement. Ventral hernia easily reduced. Abdomen soft, no erythema, do not suspect incarceration or strangulation. Will be discharged in stable condition. Has appointment with general surgeon for hernia repair. Impression: acute abdominal pain, reducible ventral hernia. (B)(6) 2013: (B)(6) , md. Office visit. Sent for evaluation of a large recurrent ventral hernia. Underwent a ventral hernia repair in 2009. 2 months after surgery the hernia immediately recurred and patient has been symptomatic since then. Has been increasingly symptomatic over the last few months in spite of using abdominal binder. The hernia has increased in size over the recent past. Says that the mesh wasn¿t used in the prior hernia repair (records lacking). Has had many other abdominal surgeries in the past. Abdominal binder in place. Abdomen: large recurrent ventral hernia in the left upper quadrant (just lateral and above the umbilicus) with bowel as content of the hernia sac. Impression: recurrent ventral hernia. Plan: proceed with a laparoscopic recurrent ventral hernia with mesh, possible open. (B)(6) 2013: (B)(6) hospital. (B)(6) . Radiology-CT abdomen/pelvis. Indication: abdominal pain, severe recurrent incarcerated ventral hernia. Abdominal pain, vomiting, preop. Moderate to large hernia of transverse colon through defect in midline anterior abdominal wall. Defect measures about 5.7 cm transversely. No evidence of obstruction. Hernia primarily contains a moderate to large amount of transverse colon however there is a small loop of small bowel inferior to the herniated transverse colon. No fluid seen within hernia sac. (B)(6) 2013: (B)(6) , md. Office visit. Sent over to my practice by (B)(6) for evaluation of large recurrent ventral hernia. Underwent ventral hernia repair at university of michigan in 2009. 2 months after surgery the hernia immediately recurred and patient has been symptomatic since. Increasingly symptomatic over past few months in spite of using abdominal binder. Increasing pain which worsens throughout day, especially over hernia. Increased in size over recent past. Says mesh wasn¿t used in prior hernia repair. Takes florinal (aspirin, butalbital, caffeine) occasionally. Many other abdominal surgeries in past including tubal ligation and 3 c-section. Abdominal binder in placed. Abdomen: soft, non-tender. Bowel sounds normal. No masses. Large recurrent ventral hernia in left upper quadrant (just lateral and above umbilicus) bowel as content of hernia sac. Wishes to proceed with laparoscopic recurrent ventral hernia with mesh, possible open. (B)(6) 2013: (B)(6) centers. (B)(6) , np. Office visit. Transfer, needs to be established. Needs referral for hernia surgery. Used to see dr. Scott at phoenix family physicians, insurance changed. Has ventral hernia for 7 years. Had surgery 2009 but did not get mesh. Surgery scheduled with dr. Stalin and midwestern surgical associates. Constantly nauseous. Weight 159.4 lbs. Bmi 26.53, overweight. Past surgical history: gyn [gynecological] surgery 1997; hernia surgery (B)(6) 2009, caesarean sections (3), tubal ligation (B)(6) 2011, ablation 1996. Tobacco use: ½ packs per day. Abdomen: tender over hernia, large ventral hernia soft but not completely reducible, wears abdominal binder. Impression: hernia, ventral: referral placed to surgeon. Pain medication, compazine for nausea. (B)(6) 2013: [date assigned]. Midwestern surgical associates, pc. Discharge instructions. [Handout]. Avoid vigorous physical activity until you see surgeon. 10 lb. Weight restriction for six weeks. (B)(6) 2013: (B)(6) , np; (B)(6) , md. Discharge summary. Admission diagnosis: recurrent incisional hernia. Discharge diagnosis: recurrent incarcerated incisional hernia, status post laparoscopic recurrent incarcerated incisional hernia repair with dual core mesh, adhesiolysis and enterolysis. Hospital course: kept overnight for pain control. Follow up with dr. Stalin in 2 weeks, primary care physician in 1 week. No lifting more than 10 pounds for 4 weeks until otherwise instructed by dr. Stalin. Encouraged to quit smoking. (B)(6) 2013: (B)(6) , md. Emergency room visit. Chronic abdominal pain due to ventral hernia, now worsening pain since lap mesh hernia repair 2 days prior by stalin, no relief with norco at home; small loose stools, still passing flatus. Clinical course: postoperative ventral hernia repair pain with soft abdomen, no peritoneal signs, afebrile, nontoxic. Discussed with dr. Stalin, agrees no indication for imaging or further evaluation. Will continue analgesics at home, follow-up surgery on monday. (B)(6) 2013: (B)(6) , md. Office visit. Had hernia surgery, 12 different sites. Pain bad at night and vomits. Right leg pain. Abdomen: numerous incisions with bruising, clean without pus. (B)(6) 2013: (B)(6) , md. Office visit. Having a lot of pain in left side. Underwent laparoscopic repair of ventral hernia with gore-tex mesh on 07/17/13. Postoperatively, has done very well. Abdomen is soft, non-tender, non-distended with normal bowel sounds. Incisions are well healed with no recurrent hernias or seromas palpable. Can follow up with my office as needed. (B)(6) 2013: (B)(6) , np. Office visit. Had hernia surgery and still having abdominal pain. Seen surgeon again and wrote for pain medications but that was 3 weeks ago. Abdomen: surgical incision healed, some swelling and tenderness above and to left of umbilicus at old hernia site, wearing binder. Impression: hernia, ventral: improved, healing from surgery. Weaning off pain medications. Refill given for 3 more weeks. If need persists past that point will be going back to surgeon. (B)(6) 2013: (B)(6) , md. Letter to dr. (B)(6) . Postoperatively, done very well. No problems. Abdomen soft, nontender, nondistended with normal bowel sounds. Incisions completely healed with no recurrent hernias or seromas palpable. (B)(6) 2013: (B)(6) , np. Office visit. Pain in stomach since surgery in july. Saw surgeon in september, given another pan medication prescription but was told couldn¿t give anymore. Told she could have pain for up to year. Abdominal: soft, tender over old hernia site. (B)(6) 2014: (B)(6) , md. Emergency room visit. Epigastric pain, began 2-3 weeks ago. Nausea and vomiting. Clinical course: feel that abdominal pain is secondary to exacerbation of peptic ulcer disease, has nonsurgical abdomen. Requesting norco, given. Discharge with prescriptions for zantac and phenergan. (B)(6) 2014: (B)(6) centers. (B)(6) , np. Office visit. Seen at st. Mary¿s for abdominal pain 2 weeks ago. Told it was likely ulcers, given script for zantac, told needed scope. Weight 166.8 lbs. Bmi 27.76, overweight. Tobacco use: every day smoker, 7-8 cigarettes a day. Started: 18 years old. Abdomen: soft, tender over old hernia site. Impression: gastroesophageal reflux disease, severe. (B)(6) 2014: (B)(6) centers. (B)(6) , np. Office visit. Possible hernia. Complains of pain above where mesh placed in abdomen. Was lifting a crate of sweet corn and when she put it down felt a pop in that area. Later that day she was straining to have bowel movement and felt pain again in that area. Weight 160 lbs. Bmi 26.63, overweight. Abdomen: soft, tender over old hernia site and just above, no masses, bowel sounds normal. No hernias. Impression: abdominal pain- no hernia palpable on exam but ultrasound ordered to rule out. Likely scar tissue and healing from previous surgery. Follow up after ultrasound. Cocaine abuse. Confronted patient about urine drug screen. Initially denied but eventually admitted. Swears onetime thing and won¿t do it again. (B)(6) 2014: (B)(6) center. (B)(6) , md, phd. Letter to dr. (B)(6) . Saw in office today regarding chronic gastroesophageal reflux disease, nausea, abdominal pain. Significant cancer history in family and has nausea/vomiting associated with gastroesophageal reflux disease symptoms, scheduled for egd. Peri-umbilical pain sounds more related to issues with prior ventral hernia repair. May benefit from referral to surgeon. (B)(6) 2015: (B)(6) centers. (B)(6) , np. Office visit. Presents for hernia, follow up ultrasound. Had 2 surgeries on it. Working for last few months didn¿t have chance to follow-up on ultrasound. States working made abdominal pain worse and hernia is bigger now. Constant pain and nausea. Feeling very depressed because she already had two surgeries. Impression: abdominal wall hernia. Patient wants surgical repair. Referral placed to previous surgeon. Continue to wear abdominal binder for support and comfort. Weight 161 lbs. Bmi 26.79, overweight. Pain: location: abdomen, center to left. Intensity: 3/5. Description: sharp to dull. Smoker: ½ pack per day. Abdomen: tender around hernia. Hernia: large ventral hernia above and to left of umbilicus, soft, reducible. (B)(6) 2015: (B)(6) , md. Office visit. Presents for mass left abdomen. States the mass stays out all the time, has had the mass about 6 months. Had at least 3 separate umbilical/hernia repairs with mesh by a different surgeon. Denies any recent straining. Abdomen: large recurrent incisional hernia in mid abdomen. Impression: recurrent ventral incisional hernia. Plan: repair of recurrent incisional hernia with mesh. (B)(6) 2015: (B)(6) , md. Surgical pathology report. Accession number: sp-15-19123. Interpretation: umbilical hernia sac and mesh excision: hernia sac and fibroadipose tissue. Synthetic mesh material grossly identified. Source description: mesh and umbilical hernia sac. Clinical information: pre-operative diagnosis: incisional hernia without obstruction or gangrene. Post-operative diagnosis: same. Gross examination: the specimen is received in prefer labeled ¿jacques, mesh and umbilical hernia sac¿. The specimen consists of a piece of synthetic mesh material containing multiple sutures measuring 13.5 x 11.6 x 1.2 cm. There is small amount of attached soft tissue. There is an additional piece of fibrous tissue with attached soft tissue measuring 16.8 x 6.5 x 2.8 cm. The tissue is sectioned with representative sections of the soft tissue submitted in one cassette. Mesh is gross only. (B)(6) 2015: (B)(6) , md. Office visit. Presents for postoperative repair of recurrent incarcerated incision hernia with mesh, excision of torn hernia mesh (B)(6) 2015. Having pain in middle of abdomen. Abdomen: wound clean, dry and intact. Hernia reduced. No straining for 1 month. Follow up in 1 month. (B)(6) 2016: (B)(6) md. Letter to dr. (B)(6) . Follow-up after recent surgery. Still having some pain but doing well. Lower midline wound healed and hernia well reduced. Cleared her to return to cautious activities of regular life. (B)(6) 2016: cmu surgery. (B)(6) , md. Office visit. Status post incisional hernia with mesh 3 months ago. Reports attacks of right upper quadrant abdominal pain associated with straining and lifting. Exam of abdomen shows wound to be clean, dry, and intact. Hernia reduced. Unclear etiology of abdominal pain. Possible adhesions or cholecystitis. CT scan of abdomen and pelvis. Follow up after CT. (B)(6) 2016: (B)(6) , md. Office visit. Presents today for abdominal pain. Right upper quadrant pain. CT scan on (B)(6) 2016. CT scan showed a small hernia below umbilicus but on my exam no abdominal wall defects noted. Prescription for norco. Minimize straining. Follow up as needed. (B)(6) 2016: (B)(6) , md. Office visit. Presents to office for constant right upper quadrant pain and tenderness, which reports worse after eating. Has had decreased in appetite and having nausea and vomiting daily at night/early morning. Taking about 3 norco¿s a day. Exam of abdomen shows the midline wound to be clean, dry and intact. Hernia reduced. Abdominal pain likely from mesh placement and adhesions. Prescription for norco-wean as tolerated. Follow up as needed. (B)(6) 2016: (B)(6) , md. Office visit. Presents today for having pain at surgical site. Nausea and vomiting better. States has pain in 2 spots, at incision site and lower abdomen. Reports incisional pain after recurrent hernia repair is much improved. Still needs norco at times. Exam of abdomen shows the wound to be well healed and the hernia well reduced. Diagnosis: incisional pain after recurrent hernia repair with mesh. Prescription for norco wean as tolerated. Follow up as needed. (B)(6) 2016: (B)(6) , md. Office visit. Presents today with abdominal pain, really bad for two weeks. Reports continued occasional pain at incision with straining. Getting better. Exam of abdomen shows wound to be well healed. Hernia reduced. Cautious activities of life. Prescription for norco. Follow up as needed. (B)(6) 2016: (B)(6) , md. Office visit. Continues to have incisional pain at hernia repair site but states it is improving slowly. Still need 1-2 norco a day. Exam of abdomen shows incision to be well healed without recurrent hernia. Diagnosis: chronic abdominal/incisional pain status post hernia repair with mesh. Follow up as needed. (B)(6) 2016: (B)(6) , np. Office visit. Weight gain, fatigue, abdominal pain. 15 lbs weight gain since (B)(6) 2016. Pain in abdomen (B)(6) 2010, constant. Cough for 1-2 weeks. Weight 157 lbs. Bmi 26.12, overweight. Abdomen: tenderness with palpation right upper quadrant, left upper quadrant. (B)(6) 2016: (B)(6) , md. Office visit. Diagnosis: chronic abdominal/incisional pain status post hernia repair with mesh. Continues to have incisional pain at hernia repair but states it is improving slowly. Exam of abdomen shows incision to be well healed without recurrent hernia. (B)(6) 2017: (B)(6) , md. Office visit. Continues to have incisional pain at hernia repair site, improving slowly. Still needs 1-2 norco a day. Exam of abdomen shows incision to be well healed without recurrent hernia. Diagnosis: chronic abdominal/incisional pain status post hernia repair with mesh. Follow up as needed. (B)(6) 2017: (B)(6) , md. Office visit. Presents today for abdominal pain at previous hernia site. Underwent incisional hernia repair with mesh last year. Still having incisional pain which was worsened with recent episode of nausea and vomiting. Reports retching caused more pain at incision. Exam of abdomen shows incision to be well healed without recurrent hernia. Diagnosis: chronic abdominal/incision pain status post repair with mesh. Follow up as needed. (B)(6) 2017: (B)(6) , md. Office visit. Reports continued chronic incisional pain which is worsened with any straining. Still takes one tablet of norco daily. Exam of abdomen shows incision to be well healed without recurrent hernia. Diagnosis: chronic abdominal/incisional pain status post hernia repair with mesh. Follow up as needed. (B)(6) 2018: (B)(6) , np. Office visit. Chronic abdominal pain. Would like referral for physical therapy for abdomen, many surgery no core support. Blurry vision, light sensitivity. Abdominal wall hernia, abdominal pain, chronic. Physical therapy. Weight 172 lbs. Bmi 28.62, overweight. Abdomen: tenderness with palpation right upper quadrant, left upper quadrant. Extensive healed surgical scar down center of abdomen. (B)(6) 2018: (B)(6) , md. Office visit. Status post incisional hernia repair with mesh 2 years ago. Reports continued incisional pain and more bulging. Exam of abdomen shows healed midline incision with diffuse bulging. Diagnosis: chronic abdominal/incisional pain status post hernia repair with mesh, now with another possible recurrent hernia. Check CT scan to assess for another defect. Follow up after CT. (B)(6) 2018: (B)(6) , md. Office visit. Status post recurrent incisional hernia repair with mesh 2 years ago. Reports continued incisional pain and had a CT scan which did not show a recurrent hernia or fluid. Exam of abdomen shows healed midline incision without recurrent hernia. Diagnosis: chronic abdominal/incisional pain status post hernia repair with mesh. Cautious activities of life. Follow up as needed. (B)(6) 2018: cmu surgery. Telephone encounter. States saw a social security doctor, that was saying mesh feels out of place. Says can try to get the records, but does not believe it will mention anything. Wants to know if she can get it evaluated. Says last testing was back when was last seen. Was notified that she will need to obtain the records from that provider to review with dr. Yoon and then we can schedule her after discussing with dr. Yoon. (B)(6) 2018: (B)(6) , md. Office visit. Status post recurrent incisional hernia repair with mesh 2 years ago. Reports continued chronic incisional pain. Exam of abdomen shows healed midline incision without recurrent hernia. Diagnosis: chronic abdominal/incisional pain status post hernia repair with mesh. Cautious activities of life. Follow up as needed. (B)(6) 2019: (B)(6) , md. Office visit. Abnormal uterine bleeding. Midline pain radiates to lower back. Has had multiple surgeries including mesh surgeries and in redo of mass [sic] surgeries for hernias. (B)(6) 2019: (B)(6) , md. Office visit. Reports continued chronic incisional pain and is now having multiple bouts of loose stools associated with epigastric pain with radiation to the chest. Exam of abdomen shows healed midline incision without recurrent hernia. Diagnosis: chronic abdominal/incisional pain status post hernia repair with mesh, loose stools and gastroesophageal reflux disease. CT scan. Referred to gastroenterology. (B)(6) 2019: (B)(6) hospital. (B)(6) . Radiology-CT abdomen/pelvis. Indication: abdominal pain, reflux, diarrhea, history of prior surgery. Findings: small hiatus hernia. Small bowel loops are not dilated. Enteric contrast visualized in bowel loops. Impression: diverticulosis of sigmoid colon, without evidence of acute diverticulitis. Small hiatus hernia. Supraumbilical/epigastric hernaie containing fat. (B)(6) 2019: (B)(6) hospital. (B)(6) , md. Operative report. Procedure: esophagogastroduodenoscopy with mucosal biopsies. Indication: abdominal pain, nausea, vomiting. Sedation: per anesthesia. Description of procedure: ¿informed consent was obtained. The patient was brought to the endoscopy area and placed in the left lateral decubitus position. The patient was begun on continuous pulse oximetry, blood pressure and EKG monitoring and this was maintained throughout the procedure. Once an adequate level of sedation was achieved and a bite block was placed, the lubricated tip of the olympus video gastroscope was inserted via the bite block and advanced under direct visualization to the second part of the duodenum. The gastroscope was withdrawn, while carefully examining the surrounding mucosa. Retroflexion was performed in the procedure well. The procedure was performed without difficulty. There were no immediate complications.¿ findings: the duodenum was grossly normal. Biopsies were taken to rule out celiac disease. The gastric mucosa was mildly edematous with patchy erythema and a couple of small erosions. Biopsies were taken to evaluate for h. Pylori. Retroflexion did reveal a small hiatal hernia. The hiatal hernia sac was approximately 3-4 centimeters in length. It was simple in appearance. There did not appear to be any paraesophageal component. There were no cameron¿s erosions. The ge junction was erythematous and congested. There was no irregularity to the z-line at the esophagus was normal without any stricture or stenosis. Impression: small hiatal hernia, suspected mild reflux esophagitis, possible mild gastritis. Recommendations: the patient states that she has had issues with nausea and vomiting and reflux for many years. She states that it seems to be getting worse. She says that she has been on tums and zantac, but no proton pump inhibitors. She also finds that she can eat a meal and wait several hours before getting to the bed and still regurgitate undigested food. She has not had a gastric emptying study in the past and she denies any current opioid usage. Follow up on biopsy results. We will try the patient on a full strength proton pump inhibitor. I will also send her for a gastric emptying study. (B)(6) 2019: (B)(6) , md. Office visit. Presents to office today for results (lab/test) follow up after CT. Has pain that associates to her ibs [irritable bowel syndrome] that causes incision from hernia repair to hurt. Is still having chronic generalized abdominal pain worse at incisional hernia repair site. Scheduled for gastric emptying study. Has severe gastroesophageal reflux disease. Exam of abdomen shows healed mid wound without recurrent hernia or mass. Diagnosis: chronic generalized abdominal pain and incision pain. Prescription for norco. Follow up after study. Still considering mesh removal. Aware of high risk for another hernia after mesh removal. (B)(6) 2019: (B)(6) , md. Office visit. Still having chronic generalized abdominal pain worse at incisional hernia repair site. CT scan 4 months ago showed another defect above the level of the umbilicus. Exam of abdomen shows healed mid wound with a moderate sized defect above and to the left of the umbilicus. Diagnosis: chronic generalized abdominal pain and recurrent incisional hernia. Has had 4 separate hernia repairs over the past 10 years. Referred to u of m for consideration for robotic repair and mesh removal. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect- clinical code . H6: updated investigation finding . H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240, 1395, 3191: other being used for "torn mesh") were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. Medical records: the known medical records span (B)(6) 2013 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records for hernia repair completed in 2009 at (B)(6) were not provided. Patient information: medical history: smoking . (B)(6) 2013: 0.75 packs per day for 20 years. (B)(6) 2013: ½ pack per day. (B)(6) 2013: ¿encouraged to quit smoking.¿ (B)(6) 2013: one pack per day. (B)(6) 2014: every day smoker, 7-8 cigarettes a day. Started: 18 years old. (B)(6) 2015: ½ pack per day. Overweight: (B)(6) 2013: 162 lbs., bmi 26.96. (B)(6) 2013: 159.4 lbs., bmi 26.53. (B)(6) 2014: 166.8 lbs. Bmi 27.76. (B)(6) 2014: 160 lbs. Bmi 26.63. (B)(6) 2015: 161 lbs. Bmi 26.79 . (B)(6) 2013: moderate to large hernia of transverse colon through defect in midline anterior abdominal wall. (B)(6) 2013: ventral hernia for 7 years. (B)(6) 2013: sigmoid diverticular disease . (B)(6) 2014: peptic ulcer disease [pud]. (B)(6) 2014: gastroesophageal reflux disease [gerd], severe. (B)(6) 2014: cocaine positive urine drug screen. (B)(6) 2019: referred to pain management . (B)(6) 2019: small hiatus hernia. Supraumbilical/epigastric hernia containing fat. Surgical procedures: 2009: unknown hernia repair [no documentation of mesh]. (B)(6) 2013: history of 3 cesarean sections, ectopic pregnancy, tubal ligation . (B)(6) 2013: laparoscopic recurrent incarcerated incisional hernia repair with dual core mesh. Laparoscopic adhesiolysis. Laparoscopic enterolysis. Implant gore® dualmesh® biomaterial. (B)(6) 2015: repair of recurrent incarcerated incision hernia with mesh, parietex. Excision of torn hernia mesh. Adhesion lysed free. Implant preoperative complaints: (B)(6) 2013: ¿pain from abdominal hernia, prior surgery in 2009. History of ventral hernia, worse over past few weeks. Abdomen: left abdominal prominence lateral to midline, active bowel sounds, soft, non-tender, not incarcerated. Impression: hernia, ventral.¿ (B)(6) 2013: emergency room visit. ¿pain worse for 2 weeks. Abdominal pain to left upper quadrant to ventral hernia. States had hernia repair in 2009, few months later, developed another hernia. Exam: tenderness, left upper quadrant, moderate intensity. Large ventral abdominal hernia to left upper quadrant area, size of orange. Soft. Reduced when laying supine. Ventral hernia easily reduced. Abdomen soft, no erythema, do not suspect incarceration or strangulation. Impression: acute abdominal pain, reducible ventral hernia.¿ (B)(6) 2013: ¿sent for evaluation of a large recurrent ventral hernia. Impression: recurrent ventral hernia. Plan: proceed with a laparoscopic recurrent ventral hernia with mesh, possible open.¿ (B)(6) 2013: CT abdomen/pelvis. ¿moderate to large hernia of transverse colon through defect in midline anterior abdominal wall. Defect measures about 5.7 cm transversely. No evidence of obstruction. Hernia primarily contains a moderate to large amount of transverse colon however there is a small loop of small bowel inferior to the herniated transverse colon. No fluid seen within hernia sac.¿ (B)(6) 2013: ¿sent for evaluation of large recurrent ventral hernia. Increasingly symptomatic over past few months in spite of using abdominal binder. Increasing pain which worsens throughout day, especially over hernia. Increased in size over recent past. Says mesh wasn¿t used in prior hernia repair. Abdomen: soft, non tender. Bowel sounds normal. No masses. Large recurrent ventral hernia in left upper quadrant (just lateral and above umbilicus) bowel as content of hernia sac. Wishes to proceed with laparoscopic recurrent ventral hernia with mesh, possible open.¿ (B)(6) 2013: ¿has ventral hernia for 7 years. Had surgery 2009 but did not get mesh. Surgery scheduled. Abdomen: tender over hernia, large ventral hernia soft but not completely reducible. Impression: hernia, ventral: referral placed to surgeon.¿ (B)(6) 2013: ¿preop diagnosis: recurrent incisional hernia.¿ implant procedure: laparoscopic recurrent incarcerated incisional hernia repair with dual mesh. Laparoscopic adhesiolysis x 1 hour. Laparoscopic enterolysis. [Implant: gore® dualmesh® biomaterial 10844577/1dlmc04, 15 cm x 19 cm x 1 mm thick, oval]. Implant date: (B)(6) 2013; hospitalization (B)(6) 2013. Description of hernia being treated: ¿abdominal intraperitoneal access was obtained via a left upper quadrant incision and veress needle insertion through palmer¿s point. A 5-mm trocar was then inserted under direct vision with a [sic] 5 millimeter camera. There were no obvious signs of injuries. The camera was exchanged for a 45 degree 5 millimeters. Two more ports were placed in the left hemi abdomen at about 10 centimeters apart and both under direct visualization, one 5-mm and another 12 mm. The intraabdominal cavity was assessed. There was a hernia noted to be lying in midline right above the umbilicus. The hernia was occupied by omentum and small bowel which were brought down laparoscopically, with a combination of blunt and sharp dissection for about an hour. Once the herniated contents were completely reduced, we proceeded with takedown of the falciform ligament in order to have a good landing spot for our mesh. So, the falciform ligament was brought down almost in its entirety. We then utilized a spinal needle to measure the defect as well as a vicryl stitch, which was placed intraperitoneally in order to calculate the hernia dimensions. The hernia was measured at about 7 x 7.5 centimeters.¿ implant size and fixation: ¿we decided to proceed with a dual core mesh of 15 x 19 centimeters. We placed some tacking sutures on the mesh in 4 quadrant points. The mesh was then inserted into the peritoneal cavity and it was oriented in the right position, leaving the long axis in the cephalad caudal position. The sutures were passed through small stab incisions in the abdominal wall via a gore tex suture passer and the transverse fascial sutures were secured with hemostats. Once all 4 cardinal points were brought out these stitches were tightly against the fascia. The mesh seemed to be lying in the extended position. We proceeded with an absorbatack 5 mm and circularly completed the attachments of the mesh to the anterior fascial wall. In order to complete this appropriately another 5-mm trocar was placed on the right hemi abdomen around the right flank area. The tacks were spaced at about 0.5-1 centimeters. Picture images were recorded. The 12 millimeter trocar site was closed in 2 layers using gore-tex suture passer for the fascia and this was tied with a 0 vicryl. All skin sites were closed with a running 4-0 subcuticular stitch. The stab wounds for the transfacial sutures were closed with the interrupted subcuticular stitch. All skin sites were closed with 4-0 monocryl.¿ (B)(6) 2013: discharge summary. ¿hospital course: kept overnight for pain control. Follow up with surgeon in 2 weeks, primary care physician in 1 week. No lifting more than 10 pounds for 4 weeks until otherwise instructed. Encouraged to quit smoking.¿ relevant medical information: (B)(6) 2013: emergency room. ¿chronic abdominal pain due to ventral hernia, now worsening pain since lap mesh hernia repair 2 days prior, no relief with norco at home; small loose stools, still passing flatus. Clinical course: postoperative ventral hernia repair, pain with soft abdomen, no peritoneal signs, afebrile, nontoxic.¿ ¿there is no indication for imaging or further evaluation.¿ (B)(6) 2013: ¿had hernia surgery, 12 different sites. Pain bad at night and vomits. Abdomen: numerous incisions with bruising, clean without pus.¿ (B)(6) 2013: ¿having a lot of pain in left side. Underwent laparoscopic repair of ventral hernia with gore tex mesh on (B)(6) 2013. Postoperatively, has done very well. Abdomen is soft, non tender, non distended with normal bowel sounds. Incisions are well healed with no recurrent hernias or seromas palpable. Can follow up with my office as needed.¿ (B)(6) 2013: ¿had hernia surgery and still having abdominal pain. Seen surgeon again and wrote for pain medications but that was 3 weeks ago. Abdomen: surgical incision healed, some swelling and tenderness above and to left of umbilicus at old hernia site. Impression: hernia, ventral. Improved, healing from surgery. Weaning off pain medications.¿ (B)(6) 2013: ¿postoperatively, done very well. No problems. Abdomen soft, nontender, nondistended with normal bowel sounds. Incisions completely healed with no recurrent hernias or seromas palpable.¿ (B)(6) 2013: ¿pain in stomach since surgery in (B)(6). Saw surgeon in (B)(6), given another pain medication prescription but was told couldn¿t give anymore. Told she could have pain for up to year. Abdominal: soft, tender over old hernia site.¿ (B)(6) 2014: emergency room. ¿epigastric pain, began 2-3 weeks ago. Nausea and vomiting. Clinical course: feel that abdominal pain is secondary to exacerbation of peptic ulcer disease, has nonsurgical abdomen. Requesting norco, given. Discharge with prescriptions for zantac and phenergan.¿ (B)(6) 2014: ¿seen for abdominal pain 2 weeks ago. Told it was likely ulcers, given script for zantac, told needed scope. Abdomen: soft, tender over old hernia site. Impression: gastroesophageal reflux disease, severe.¿ (B)(6) 2014: ¿possible hernia. Complains of pain above where mesh placed in abdomen. Was lifting a crate of sweet corn and when she put it down felt a pop in that area. Later that day she was straining to have bowel movement and felt pain again in that area. Abdomen: soft, tender over old hernia site and just above, no masses, bowel sounds normal. No hernias. Impression: abdominal pain no hernia palpable on exam but ultrasound ordered to rule out. Likely scar tissue and healing from previous surgery. Follow up after ultrasound. Cocaine abuse. Confronted patient about urine drug screen. Initially denied but eventually admitted. Swears onetime thing and won¿t do it again.¿ (B)(6) 2014: ¿saw in office today regarding chronic gerd, nausea, abdominal pain. Significant cancer history in family and has nausea/vomiting associated with gerd symptoms, scheduled for egd. Peri-umbilical pain sounds more related to issues with prior ventral hernia repair. May benefit from referral to surgeon.¿ (B)(6) 2015: us abdomen. ¿indication: hx abdominal wall hernia repair (B)(6) 2013. C/o [complains of] pain and bulging at previous hernia site, left midabdomen. Findings: at the symptomatic site, there is a structure protruding into the subcutaneous soft tissues which exhibits dirty posterior acoustic shadows, consistent with a bowel loop containing gas. Measures 2.6 x 3.5 cm. Does not appear significantly changed during coughing and valsalva maneuver. Impression: echogenic structure within the abdominal wall is suspicious for recurrent hernia containing a loop of bowel. Correlation with abdominal CT may be helpful.¿ (B)(6) 2015: ¿presents for hernia, follow up ultrasound. Working for last few months didn¿t have chance to follow up on ultrasound. States working made abdominal pain worse and hernia is bigger now. Constant pain and nausea. Feeling very depressed because she already had two surgeries. Impression: abdominal wall hernia. Patient wants surgical repair. Referral placed to previous surgeon. Pain: location: abdomen, center to left. Intensity: 3/5. Description: sharp to dull. Abdomen: tender around hernia. Hernia: large ventral hernia above and to left of umbilicus, soft, reducible.¿ explant preoperative complaints: (B)(6) 2015: ¿presents for mass left abdomen. States the mass stays out all the time, has had the mass about 6 months. Had at least 3 separate umbilical/hernia repairs with mesh by a different surgeon. Denies any recent straining. Abdomen: large recurrent incisional hernia in mid abdomen. Impression: recurrent ventral incisional hernia. Plan: repair of recurrent incisional hernia with mesh.¿ explant date: (B)(6) 2015 . Explant procedure: repair of recurrent incarcerated incision hernia with mesh, parietex 15 x 10 cm. Excision of torn hernia mesh. ¿after infiltrating the skin with 0.5% marcaine, a midline incision was made to the right of the bulge and carried down through the subcutaneous tissue. The incision was from the mid epigastrium, down to just past the umbilicus. Immediately encountered was a large hernia sac, which was in a subcutaneous pocket in the skin and subcutaneous fat above the left abdominal wall. Using careful blunt and bovie dissection, the hernia sac was dissected from the surrounding tissue. There appeared to be a large amount of incarcerated bowel incited and using careful sharp dissection, the hernia sac was opened, revealing incarcerated transverse colon with multiple adhesions to the omentum and the colon. Using careful sharp dissection, all adhesions were lysed free, allowing the bowel to be reduced into the abdominal cavity. Using bovie electrocautery, the hernia sac was dissected off the intact abdominal wall and sent off the field as a specimen. There appeared to be a fairly large piece of gore tex mesh which was intact along the right side of the abdominal wall but noted to be completely dehisced from the left side of the abdominal wall. Using careful blunt and sharp dissection, the entire mesh was removed in (B)(4) piece and sent off the field as a specimen. The defect measured just over 10 cm in length and the decision was made to repair this with an underlay of a 15 x 10 cm parietex mesh. This was secured to the overlying abdominal wall using interrupted #1 pds suture, placed 2 cm apart, around the entire circumference of the wound. With the mesh in place, the midline defect was able to be closed without tension using a running looped #1 pds suture x2. The large abdominal wound was inspected, and meticulous hemostasis was achieved. Through a separate stab incision in the right abdomen, a 3/16 round jackson-pratt drain was placed into the subcutaneous pocket and secured to the skin with a 2-0 nylon suture. The dermis of the incision was closed with interrupted 2-0 vicryl suture. Skin was closed with skin staples.¿ (B)(6) 2015: pathology. ¿interpretation: umbilical hernia sac and mesh excision: hernia sac and fibroadipose tissue. Synthetic mesh material grossly identified. Source description: mesh and umbilical hernia sac. Clinical information: pre-operative diagnosis: incisional hernia without obstruction or gangrene. Post-operative diagnosis: same. Gross examination: the specimen is received in prefer labeled ¿jacques, mesh and umbilical hernia sac¿. The specimen consists of a piece of synthetic mesh material containing multiple sutures measuring 13.5 x 11.6 x 1.2 cm. There is small amount of attached soft tissue. There is an additional piece of fibrous tissue with attached soft tissue measuring 16.8 x 6.5 x 2.8 cm. The tissue is sectioned with representative sections of the soft tissue submitted in one cassette. Mesh is gross only.¿ relevant medical information: (B)(6) 2015: ¿presents for postoperative repair of recurrent incarcerated incision hernia with mesh, excision of torn hernia mesh (B)(6) 2015. Having pain in middle of abdomen. Abdomen: wound clean, dry and intact. Hernia reduced. No straining for 1 month. Follow up in 1 month.¿ (B)(6) 2016: ¿follow up after recent surgery. Still having some pain but doing well. Lower midline wound healed and hernia well reduced. Cleared her to return to cautious activities of regular life.¿ (B)(6) 2016: ¿status post incisional hernia with mesh 3 months ago. Reports attacks of right upper quadrant abdominal pain associated with straining and lifting. Exam of abdomen shows wound to be clean, dry, and intact. Hernia reduced. Unclear etiology of abdominal pain. Possible adhesions or cholecystitis. CT scan of abdomen and pelvis. Follow up after CT.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ the instructions for use further state: ¿do not use absorbable sutures or cutting needles to secure the mesh in place. Ensure the size of the mesh is adequate for the intended repair.¿ the instructions for use further state: ¿staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. Staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [possible missing records: records for ¿status post umbilical hernia repair¿ were not provided.] 07/17/13: ascension st. Mary¿s hospital. Vasanth stalin, md; jean knapps, md, res. Operative report. Preop diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Procedures: laparoscopic recurrent incarcerated incisional hernia repair with dual core mesh. Laparoscopic adhesiolysis x 1 hour. Laparoscopic enterolysis. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Specimens: none. Description of the procedure: ¿the patient was brought to the operating room and placed supine on the operating table. General endotracheal anesthesia was obtained. A foley catheter was placed. The skin was them prepped and draped in the standard surgical fashion. A full and correct timeout was performed. The patient was placed in a reverse trendelenburg position. Abdominal intraperitoneal access was obtained via a left upper quadrant incision and veress needle insertion through palmer¿s point. A 5-mm trocar was then inserted under direct vision with a ___ [sic] 5-millimeter camera. There were no obvious signs of injuries. The camera was exchanged for a 45 degree 5 millimeters. Two more ports were placed in the left hemi abdomen at about 10 centimeters apart and both under direct visualization, one 5-mm and another 12-mm. The intraabdominal cavity was assessed. There was a hernia noted to be lying in midline right above the umbilicus. The hernia was occupied by omentum and small bowel which were brought down laparoscopically, with a combination of blunt and sharp dissection for about an hour. Once the herniated contents were completely reduced, we proceeded with takedown of the falciform ligament in order to have a good landing spot for our mesh. So, the falciform ligament was brought down almost in its entirety. We then utilized a spinal needle to measure the defect as well as a vicryl stitch, which was placed intraperitoneally in order to calculate the hernia dimensions. The hernia was measured at about 7 x 7.5 centimeters. We decided to proceed with a dual core mesh of 15 x 19 centimeters. We placed some taking sutures on the mesh in 4 quadrant points. The mesh was then inserted into the peritoneal cavity and it was oriented in the right position, leaving the long axis in the cephalad caudal position. The sutures were passed through small stab incisions in the abdominal wall via a gore-tex suture passer and the transverse fascial sutures were secured with hemostats. Once all 4 cardinal points were brought out these stitches were tightly against the fascia. The mesh seemed to be lying in the extended position. We proceeded with an absorbatack 5-mm and circularly completed the attachments of the mesh to the anterior fascial wall. In order to complete this appropriately another 5-mm trocar was placed on the right hemi abdomen around the right flank area. The tacks were spaced at about 0.5-1 centimeters. Picture images were recorded. The 12-millimeter trocar site was closed in 2 layers using gore-tex suture passer for the fascia and this was tied with a 0 vicryl. All skin sites were closed with a running 4-0 subcuticular stitch. The stab wounds for the transfascial sutures were closed with the interrupted subcuticular stitch. All skin sites were closed with 4-0 monocryl. The patient tolerated the procedure well. Dr. Stalin was present during the entire case. Dermabond was applied on all skin. Complications: none.¿ 07/17/13: st. Mary¿s of michigan. Surgical/procedure record addendum sheet. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 10844577. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/10844577) was implanted during the procedure. Records between 07/17/2013 and 04/07/2015 were not provided. 04/07/15: ascension st. Mary¿s hospital. Scott e. Cheney. Radiology ¿ us abdomen. Indication: hx abdominal wall hernia repair july 2013. C/o pain and bulging at previous hernia site, left midabdomen. Findings: at the symptomatic site, there is a structure protruding into the subcutaneous soft tissues which exhibits dirty posterior acoustic shadows, consistent with a bowel loop containing gas. Measures 2.6 x 3.5 cm. Does not appear significantly changed during coughing and valsalva maneuver. Impression: echogenic structure within the abdominal wall is suspicious for recurrent hernia containing a loop of bowel. Correlation with abdominal CT may be helpful. 11/12/15: covenant healthcare. Yong c. Yoon, md. Operative report. Pre/postop diagnosis: recurrent incarcerated incisional ventral hernia. Operation: repair of recurrent incarcerated incision hernia with mesh, parietex 15 x 10 cm. Excision of torn hernia mesh. Anesthesia: general. Specimen: old gore-tex mesh and hernia sac. Blood loss: minimal. Complications: none. Procedure: ¿the patient was given preoperative antibiotics in the holding area. She was then brought to the operating room and placed supine on the table. After general anesthesia was established, the abdomen was prepped and draped in the usual sterile manner. The patient is status post umbilical hernia repair, followed by laparoscopic recurrent incisional hernia repair with mesh a number of years ago. The patient has an obvious large incarcerated hernia with extension to the left abdomen. After infiltrating the skin with 0.5% marcaine, a midline incision was made to the right of the bulge and carried down through the subcutaneous tissue. The incision was from the mid epigastrium, down to just past the umbilicus. Immediately encountered was a large hernia sac, which was in a subcutaneous pocket in the skin and subcutaneous fat above the left abdominal wall. Using careful blunt and bovie dissection, the hernia sac was dissected from the surrounding tissue. There appeared to be a large amount of incarcerated bowel incited and using careful sharp dissection, the hernia sac was opened, revealing incarcerated transverse colon with multiple adhesions to the omentum and the colon. Using careful sharp dissection, all adhesions were lysed free, allowing the bowel to be reduced into the abdominal cavity. Using bovie electrocautery, the hernia sac was dissected off the intact abdominal wall and sent off the field as a specimen. There appeared to be a fairly large piece of gore-tex mesh which was intact along the right side of the abdominal wall, but noted to be completely dehisced from the left side of the abdominal wall. Using careful blunt and sharp dissection, the entire mesh was removed in 1 piece and sent off the field as a specimen. The defect measured just over 10 cm in length and the decision was made to repair this with an underlay of a 15 x 10 cm parietex mesh. This was secured to the overlying abdominal wall using interrupted #1 pds suture, placed 2 cm apart, around the entire circumference of the wound. With the mesh in place, the midline defect was able to be closed without tension using a running looped #1 pds suture x2. The large abdominal wound was inspected and meticulous hemostasis was achieved. Through a separate stab incision in the right abdomen, a 3/16 round jackson-pratt drain was placed into the subcutaneous pocket and secured to the skin with a 2-0 nylon suture. The dermis of the incision was closed with interrupted 2-0 vicryl suture. Skin was closed with skin staples. Sterile dressing was applied. The patient was awakened from anesthesia and brought to the recovery room in stable condition.¿ [missing records: a pathology report detailing analysis of the device removed during the 11/12/15 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic converted to open incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, surgery to remove mesh, hernia recurrence, mesh detachment, torn mesh. Additional event specific information was not provided.